Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens into the patient`s left eye (os). The lens was reported as low vault and remained implanted. Additional information has been requested but none has been forthcoming.